Event description:
It was reported that both the atrial and ventricular leads exhibited undefined impedances. The device was explanted and replaced, and the current status of the leads is unknown. Follow up was conducted for additional information, but was unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products:concomitant products 5076 implantable pacing lead - (B)(6) 2004. (B)(4).

Event description:
It was reported that both the atrial and ventricular leads exhibited undefined impedances. The device was explanted and replaced. It was further reported that the leads were abandoned and replaced. No patient complications have been reported as a result of this event.